Event description:
It was reported that both monitors on the 9800 system blanked out (unit stops). There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.